Event description:
On (B)(6) 2013, customer stated, the table lock is broken, where the toilet attaches. On (B)(6) 2013: field service engineer reports voiding stool right side latch (tower side) released from table top when a pt was seated on voiding stool. Left side latch did remain connected. Voiding stool and pt did not fall. On (B)(6) 2013: customer states via phone the pt was a (B)(6) female. She did not fall. No pt injury.

Manufacturer narrative:
Field service engineer (fse) investigated and found the voiding stool latch and pin was bent, which caused the right side (tower side) latch to remain in release position. Fse replaced the damaged latch and pin assembly per hydrajust dr service manual, as well as replacing the table latch blocks. Fse completed service checklist (b)46) per service manual and returned the unit to service.